Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received visual inspection found that several filars of the sensing coil were fractured close to the crimp sleeve to the connector ring as a result of fatigue. This caused an intermittent open circuit on the sensing coil.

Event description:
This patient received inappropriate therapy due to oversensing intrinsic atrial activity. A fluoroscopy revealed that the lead appeared to be in the tricuspid valve area with the ring electrode in the right atrium. The lead was explanted.